Event description:
This is the same event and the same patient reported under MDR ID #2939859-1998-00156. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a patient who was double skin tested on 25 february 1998 and on 12 march 1998 with negative results. On 30 march 1998, the patient was treated with two formulations of collagen into the upper vermillion border and the oral commissures. On 29 april 1998, the patient called and reported that the upper vermilion border was swollen, (date of onset not known). The patient denied any redness or hardness in that area. On 14 may 1998, the patient was examined by the physician, who noted the upper vermilion border was swollen. The physician prescibed celestone soluspan intramuscular injection. On 2 june 1998, the patient was examined by the physician, who noted continued swelling in the upper vermilion border. The physician prescribed claritin and reskin tested the patient on the left forearm. On 10 june 1998, the patient was examined by the physician who noted continued swelling in the upper vermilion border. The patient states that the symptoms appeared worse in the mornings. The patient's skin test site remained negative. The physician believed the swelling was possibly a hypersensitivty. No further medical or surgical intervention was prescribed or planned.